Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was intermittently unresponsive and required multiple hard button presses to elicit a response. It was reported that the keypad was peeling up at the edges. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. The "up" and "ok" buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the battery compartment was found to be cracked.